Event description:
At about 10:30 am on 1/25/95 the chair was being used during a procedure in a mammography x-ray room. A mammography technologist said that during this procedure after needle was placed in the pt's breast, the pt commented that the chair felt kind of funny or wobbly. The technologist then began to assist the pt in standing up. At this time the pedestal became separated from the base and fell to the floor. Clinical engineering examined the chair. The bolts securing the base to the hydraulic pedestal had pulled out of the metal stripping the internal threads of the pedestal. The bolts were screwed in approx 1/4" to the pedestal base as evidenced by the length of the bolts and the spiral thread remaining wrapped around the bolt itself.